Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2008. As reported by the patient's attorney, an additional bsc mesh was implanted due to stress urinary incontinence. Revision procedures were performed due to foreign body in the vagina on (B)(6) 2012 and due to erosion on (B)(6) 2017. Boston scientific has been unable to obtain additional information regarding the event to date.